Event description:
Philips received a complaint by the customer biomed reporting an error 1209: low oxygen supply pressure occurred on a v60 device. The unit was reported to not be in clinical use when the reported issue occurred. There was no report of patient or user harm. A philips remote service engineer (rse) reported the customer biomed was unable to find any significant error codes in service mode. The customer requested information regarding the test adapter to test the unit. The rse advised the customer biomed to test the unit per the service manual. The unit to be returned to service once verified to be fully operational.

Manufacturer narrative:
The customer biomed reported e/c 1209 was confirmed; however, further testing could not determine the cause of the issue. E/c 1209 (low o2 supply pressure) is related to oxygen supply. The only issue found in device evaluation was a faulty external circuit (patient tubing). The tubing was replaced. The error codes could not be reproduced. The device was confirmed to be operating per specifications. The unit was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.